Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported bent cannulas on the infusion set. The customer's blood glucose rose to 469 mg/dl and later rose to 500 mg/dl. The customer also treated their high blood glucose with a bolus through the insulin pump. The customer has also resorted to manual injections to treat their blood glucose. The customer declined to troubleshoot for their blood glucose. The insulin pump will not be returned for analysis.